Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(6) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. In addition, the secondary customer reported complaint of the stiff driveshaft was not confirmed during the functional testing. To remedy the user advisory (ua) 45 error, the driveshaft was rotated without any resistance back to the home position. The likely root cause of the issue was due to user error. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. During the visual inspection, a cracked front and bottom enclosures were noted. The observed physical damages were unrelated to the reported complaint and likely attributed to user mishandling such as a drop. The front and bottom enclosures need to be replaced to remedy the observed damage. Further visual inspection, unrelated to the reported complaint, revealed that the integrated encoder gearbox shaft was worn out likely as a result of normal wear and tear of the platform. The worn out shaft did not affect the functionality of the autopulse platform. The encoder gearbox needs to be replaced to address the issue. The autopulse platform was manufactured in july 2012 and is more than 8 years old, past the expected service life of 5 years. During initial functional testing, the autopulse platform displayed user advisory (ua) 45 error message upon powering on. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message. The archive data review indicated user advisory (ua) 45 error messages to have occurred on the customer's reported event date, thus confirming the reported complaint. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(6). Ccr (B)(4), reported on (B)(6) 2018, the driveshaft was rotated back to the home position to clear the error.

Manufacturer narrative:
Zoll has not received the autopulse platform ((B)(4)) for investigation. A follow-up report will be submitted when the platform is returned and the investigation has been completed.

Event description:
During the shift check, the autopulse platform ((B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The customer was unable to clear the error message due to the stiff manual rotation of the driveshaft. No patient involvement.